Event description:
A heli-fx endoanchoring system was used during an unknown endovascular procedure .  It was reported that during the index procedure that the sg-64 guide and the sa-85 applier was prepped. The applier was flushed and the back button activated which showed a back green light. An endoanchor was loaded into the applier, the forward green light was flashing. The applier was advanced through the guide to the proximal tip, of the guide, the guide was deflected into perfect position for deployment. Stage 1 forward button was pressed which showed semi deployment of the endoanchor, the blue light came on and the forward button did not respond and the back button did not respond. The physician performed a manual deployment by rotating the device clockwise to deploy the endoanchor manually. The applier was withdrawn through the guide with no further bail out required. An additional applier was used to continue the procedure.  After the manual deployment, the applier was discarded and a new applier was opened to finish the procedure. Only one endoanchor was deployed with the first applier used. A stage one semi deployment was achieved and a stage two deployment was performed manually by rotating the device. There was an endoanchor fracture. The piece looked to be securely attached to the aorta while the other piece remined in the applier. As per the physician the cause of malfunction cannot be determined.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the device returned with no damage. A fragment of a fractured endoanchor was loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.54v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 00x00 power on. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, and the motor rotated. The fragment of fractured endoanchor remained in the housing. The fragment of endoanchor was removed from the housing. Back light flashing. An endoanchor was successfully loaded and deployed. The applier functionality was confirmed. Multimeter: cal # (B)(4). If information is provided in the future, a supplemental report will be issued.